Event description:
It was reported that after the catheter was inserted into the patient's body, the guidewire got stuck in the patient's heart. It was further stated that when the doctor removed the guidewire from the patient, the tip was "r" shaped and could not be straightened.

Manufacturer narrative:
Evaluation summary: guidewire, which was used during procedure along with a second guidewire (to compare), was returned. Examination of guidewire revealed unknown substance from j-tip end of wire. Pathology testing revealed evidence of tissue fragments and blood remnants on and between guidewire coils. Histological examination of tissue fragment revealed a section of biological tissue, which appeared to be cardiac muscle. Examination of j-tip revealed end of wire was damaged. Wire appeared to have caught on something, causing coils and end of wire to deform. If deformed area of wire was straightened to its normal position, end of wire would form normal j shape. Additional wire that was returned revealed that j-tip was damaged. Additional wire appeared to have caught on something that dislodged the coils of wire. This may have occurred if wire became stuck on bevel of the 18 gauge thin wall needle. As stated in directions for use, gentle manipulation may be needed to insert the guidewire. The guidewire should never be forced.